Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.